Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. This action was reported to FDA per 21 cfr part 806. The device will be corrected per res (B)(4)

Manufacturer narrative:
The manufacturer previously repored an issue related to a CPAP device's sound abatement foam. The patient alleged to develop a nasal polyp and an inverted papilloma. The device was returned to the manufacturer's quality product investigation laboratory for further investigation. An external visual inspected was completed by the manufacturer. The manufacturer found evidence of moderate dust contamination on the pollen filter and a spot left of the therapy button of unknown origin. Power was applied to the device and the manufacturer verified that the device provides therapy. The manufacturer reviewed the device's event logs and found no errors logged. The device was visually inspected internally and found evidence of dust and dirt contaminates to the blower box, blower and blower impeller. The humidifier was inspected and found carbonaceous deposits on the water tank and discolored spots on the flip lid seal, as well as dust and dirt. A microscopic review of the contaminants was completed by the manufacturer. The comtaminates were confirmed to be small insects 2-3mm long. There was no report of sound abatement foam degradation. The manufacturer confirms the contamination is that of the operating environment and insect contamination.

Event description:
The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused the patient to develop a nasal polyp and an inverted papilloma. The patient required surgical removal of the inverted papilloma and nasal polyp in response to the reported event. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.